Manufacturer narrative:
Concomitant medical products: cmrm6122 envelope, implanted: (B)(6) 2019; w1sr01 ipg, implanted: (B)(6) 2019; 407652 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an infection approximately two weeks after the implant of an implantable pulse generator (ipg) with an absorbable envelope. It was further reported that the ipg started to erode through the pocket. The ipg system was extracted and a new ipg system was implanted one week later. No further patient complications have been reported as a result of this event.